Manufacturer narrative:
Weight, ethnicity, and race: unk. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -6.0/3.5/095 (sphere/cylinder/axis) was implanted in the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2021, the lens was exchanged for a same model, same size lens due to refractive surprise. The problem was resolved. Cause is reporter as, other.

Manufacturer narrative:
B5: the cause of the event is uncertain. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found the optic and haptic deformed. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).